Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 139252/ m2a-magnum 42-50mm tpr / lot # 871300, item # 192109/ echo por fmrl /lot # 265880, item# us157852/ m2a-magnum pf cup/ lot# 438840. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01778.

Event description:
It was reported that the patient underwent left hip revision surgery 10 years post implantation due to elevated metal ions, pain, and metallosis. Head and taper were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned head component noted. The head remains assembled with the taper insert upon receipt. The outer radius of the head is scuffed and hazy. Tool marks were observed near the rim. The rim of the head and exposed face of the taper are scratched. Material around the taper's circular cutouts has chipped away from the taper. The chipped material was not returned. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.